Event description:
It was reported the customer was hospitalized for high blood glucose. Customer reported their blood glucose reached 583 mg/dl because they were disconnected from their insulin pump. The customer reported the cause of their hospitalization was from diabetic ketoacidosis. Customer also reported having pneumonia two days before resuming insulin pump therapy. It was also found the customer had a large scratch across their insulin pump's screen. The customer's blood glucose was unknown at the time of the call. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.